Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly with audio alarm due to cracked on lcd controller. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The pump was received with scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump screen was flashing with nothing on the screen. The customer stated that it is also highlighted and beeping. The customer's blood glucose level was 8 mmol/l at the time of the incident. The product was returned for analysis.